Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a cracked motor collar was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a damaged shuttle motor collar. The shuttle motor collar was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of a cracked motor collar. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the general pt ward. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.